Event description:
Event: (cc# 98-00750) poor augmentation was noted and the iab leaked. The iab was removed and a second iab was inserted. On 3/16/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 6/19/98. [Patient's current status]: fine - rpt'd 6/19/98.